Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failures of this study from (B)(6) can be attributed to a patient-specific events.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/2/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2024 from a tsa to hemi due to the implants loosening on the glenoid side. Due to age, the patient no longer wants to participate in the study. This event was indicated as unrelated to the univers revers apex system implanted on (B)(6) 2019. Additional information has been requested.